Event description:
Related manufacturer report number: 3006705815-2022-15390. It was reported that patient had experienced anchor site discomfort and loss of therapy on their left side. Surgical intervention was undertaken and their anchor and lead were explanted and replaced. The investigation did not determine which lead was on their left side. The investigation did not determine which anchor was causing the discomfort.

Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 3186 leads; however, it is unknown which 3186 leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name:scs lead model: 3186 , UDI: (B)(4), serial: (B)(4), batch: a000113955. The allegation is against 1 of 2 1192 anchors; however, it is unknown which 1192 anchors, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs anchor model: 1192, UDI: (B)(4), batch: 8184315.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.